Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high". A specific bg value was not provided. The customer delivered a correction bolus to address the bg. The customer alleged that the pump was not delivering boluses. Tandem technical support determined that the pump functioned as intended and the bolus history was accurate. The customer acknowledged and continued using the pump for insulin therapy.